Event description:
It was reported that an occlusion alarm occurred. Reportedly, the cartridge the customer was using was expired. Tandem technical support educated the customer to review expiration on future supplies before use. There was no reported adverse impact to the customer¿s blood glucose level. Customer changed pump supplies to address the issue.